Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of emotional stress and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported that on (B)(6) 2011, the patient experienced cloudy effluent and was diagnosed with peritonitis on the same day. It was not reported whether the patient was hospitalized for the peritonitis. On (B)(6) 2011, the patient began treatment with unspecified antibiotics (dose, frequency, route and stop date not reported). The nurse stated that the cause of the peritonitis was emotional stress related to the loss of the patient's spouse. On an unknown date in 2011, the peritonitis resolved. Action taken with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies was not reported. The nurse stated that the peritonitis was unrelated to dianeal therapies. An opinion of causality was not provided for the emotional stress.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886036 and gd885285 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis incident.